Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopy assisted proximal gastrectomy procedure, upon inserting the device into the abdominal cavity, the cap of the device came off. They stopped using it. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo close* trocar site. The push button broke off from the device and there was evidence of a complete weld. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. The reported condition was confirmed. The file was concluded to be misuse by the end user. Replication of the reported condition can be caused by rough handling of the device a review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)..